Event description:
This is a spontaneous case report received from a physician in united states on 02-aug-2016 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for fertilization. It was just inserted in the right side. Patient has one tube. The patient got pregnant and delivered a baby on (B)(6) 2016. On (B)(6) 2016, salpingectomy was done and there was no coil. An x-ray was done on (B)(6) 2016 and showed that coil was in her pelvis.). Company causality comment: this medically confirmed spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for fertilization (off label use). She became pregnant and delivered a baby. She underwent a salpingectomy but the coil was not there. A month later, the x-ray showed that coil was in her pelvis. Pregnancy with essure and device dislocation into abdominal cavity are listed in the reference safety information for essure. In this particular case, the patient had essure inserted as an off-label treatment for fertilization and became pregnant. Patient's pregnancy was considered as related to the insert since the pregnancy occurred due to tubal occlusion obtained due to essure insert. This pregnancy was regarded as an unexpected therapeutic benefit. Although the exact date of dislocation is unknown, considering that essure inserts may move out of fallopian tubes and also that the patient became pregnant, it is possible that essure inserts had moved due to the pregnancy. Therefore, a causal relationship between this device dislocation and essure inserts cannot be excluded. This case was considered an incident, due to the serious injury associated with essure. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 22-sep-2016: the nurse clarified that essure was not being used to promote fertilization. It was being used for its labeled indication and the patient became pregnant. A quality-safety evaluation: was received on 27-sep-2016. Ptc global number (B)(4). Usability issues (uls) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. She became pregnant and delivered a baby. She underwent a salpingectomy but the coil was not there. A month later, the x-ray showed that coil was in her pelvis. Pregnancy with essure and device dislocation into abdominal cavity are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive, including essure therapy. In this case, the pregnancy occurred more than 3 months after essure insertion. Thus, a lack of efficacy cannot be excluded. Although the exact date of dislocation is unknown, considering that essure inserts may move out of fallopian tubes and also that the patient became pregnant, it is possible that essure inserts had moved due to the pregnancy. Therefore, a causal relationship between this device dislocation and essure inserts cannot be excluded. This case was considered an incident, due to the serious injury associated with essure. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow-up received on 16-nov-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. She became pregnant and delivered a baby. She underwent a salpingectomy but the coil was not there. A month later, the x-ray showed that coil was in her pelvis. Pregnancy with essure and device dislocation into abdominal cavity are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive, including essure therapy. In this case, the pregnancy occurred more than 3 months after essure insertion. Thus, a lack of efficacy cannot be excluded. Although the exact date of dislocation is unknown, considering that essure inserts may move out of fallopian tubes and also that the patient became pregnant, it is possible that essure inserts had moved due to the pregnancy. Therefore, a causal relationship between this device dislocation and essure inserts cannot be excluded. This case was considered an incident, due to the serious injury associated with essure. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Despite follow up attempts, no further information was obtained.